Event description:
During biomed testing, the device's pacer output control broke off and the device was unable to adjust pacer output. Complainant indicated that there was no pt involvement in the reported malfunction.